Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000046979. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2024-00654 it was reported that the patient was not receiving effective therapy from their system. Additionally, the ipg site was causing pain. In turn, surgical intervention was undertaken on an unknown date wherein the system was explanted. Note: investigation was unable to determine which lead was causing ineffective therapy.